Manufacturer narrative:
This report is submitted on february 26, 2021.

Event description:
Per the clinic, the patient experienced issues with magnet retention. The patient underwent a skin flap reduction procedure on (B)(6) 2021, which resolved the issues. The implanted device remains.